Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, ICD memories were interrogated and an anomaly was observed in some of the displayed curves. An explanation is required.